Manufacturer narrative:
After further clinical review, this event was reassessed and determined to be not MDR reportable. Although, this event is not MDR reportable, an initial MDR has already been submitted; therefore, this supplemental report is being submitted to document the change in reportability. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a jugular vena cava filter deployment procedure, after connecting the deployment system to the introducer sheath, the healthcare provider began to advance the filter; however, the storage tube reportedly became disconnected from the introducer sheath and the filter allegedly 'popped out'. Access was reportedly maintained with a guide wire and another filter was prepped and deployed successfully. There was no reported impact or consequence to the patient.